Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 15:59:20. During night drain cycle nine, the patient's ultrafiltration reading was 1259ml, indicating the home patient (hp) drained 1259ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The problem of an increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.